Event description:
It was reported that the external pulse generator was returned in accordance with the instructions of the recall and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm customer comment that it was part of the field action. Analysis did find that the battery contacts were compressed.